Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of pinhole leakage in the balloon, which was measured to be occurring a distance of 5.0 cm from the distal end of catheter. Additionally, a document based investigation evaluation was performed. A review of the device history record showed the lot was released meeting all finished goods release criteria. Due to the individual nature of the product manufacturing and 100% verification of various defects, there is no indication that there is nonconforming product in the field. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an endovascular therapy procedure, as the advance 14 lp low profile balloon catheter was advanced from the left elbow, it ruptured upon inflation and the contrast leaked out. There was no significant tortuosity or calcification of the vessel. Another device of a different size was used to successfully complete the procedure. According to the initial reporter, no section of the device was retained in the patient. There have been no adverse effects as a result of this occurrence.